Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign, (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the blade was catching skin graft as it was being pulled through. The event occurred during surgery. Subsequently this did not caused patient harm and there was no delay reported. The surgery was completed using an alternate device and the problem did not caused an impact/damage to graft harvest.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the blade on a mesher was catching skin grafts as they would be pulled through the device. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as a 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 3 december 2019 noted that the comb was damaged, which would not allow a cutter to roll smoothly. Upon further evaluation, it was found that the roller and roller gear and that the side plates were worn on the inside edge of the bottom roller. None of the pretests could be performed due to the damaged comb and the carrier guide, shoulder bolts, washers, and nuts were also to be replaced. The returned cutter was found to be unable to produce a proper mesh and was deemed non-repairable. At the time of the investigation, the device has yet to be repaired and was awaiting approval of the quote. The device was tested and inspected. While the service technician found that the comb was damaged and interfering with the cutter, which would cause damage to the cutter during use as well as catch skin as it moves through the device, it cannot be determined from the information provided as to what caused the damage to the comb. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.